Event description:
Received information that the ins may be in an overdischarged state. The patient states she has not had stimulation since (B)(6) 2009. Medtronic representative reports she can not feel the implant, it may be too deep. Additional information received reports the patient was in surgery for a possible revision of the generator. By palpitation, the generator was felt to be very deep and possibly turned on its side. No further information was provided at this time. Additional information has been requested and, if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)